Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was in the hospital for a stomach infection and pancreatitis. Reportedly, the hospitalization was unrelated to the pump or supplies. While in the hospital, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no impact to the customer's blood glucose level due to the reported event. It was confirmed that the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
Hospitalization issue- no failure identified.